Event description:
The user facility in (B)(6) reported no irrigation flow during anterior vitrectomy surgery. No patient injury reported.

Manufacturer narrative:
The lot number was not provided; therefore, the sterilization and lot history records could not be reviewed.